Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received medical records (B)(6) 2018. The patient underwent revision surgery of the left knee due to pain, loosening of the tibial tray at the cement to implant and bone to cement interface, tibial tray subsidence of 7 mm into the bone, soft tissue loss between the cement and bone below the tibial tray, and 1 cm of bone loss. The femoral and patella components were well fixed and not revised. Dor: (B)(6) 2014, dor: (B)(6) 2016, left knee.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 patient code: no code available (3191) was used to capture surgical intervention. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed on 19 dec 19 4 unrelated non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) units released. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.